Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and inappropriate shocks. Additional information received indicates that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, noise, and oversensing. The patient was presented to the clinic and the local area representative attempted to reproduce with pocket and node manipulations as well as postural/isometric movements all of which resulted in no noise created. An x-ray was performed and did not show any indication of an electrode issue. No sternal wires. Technical services were consulted and discussed that with the absence of noise that could be reproduced that likely it is a sense b node noise issue that the cause is unknown. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed and the plan is continuing to be monitored. The s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and inappropriate shocks. Troubleshooting options were discussed and recommended. The s-ICD system remains implanted and no additional adverse patient effects were reported.